Event description:
It was reported that the infusion set was bumped off accidentally resulted in hyperglycemia which was treated with bolus via pump on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545